Event description:
A total loss of ventilator graphic user interface(gui) screen on more than one occasion was reported. Patient was changed to another ventilator without any reported issues. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer service engineer replaced the graphic user interface circuit board. The ventilator passed all calibrations and tests that were performed.